Manufacturer narrative:
B5-additional information: lens had been implanted in the os eye. Additional symptoms reported: excessive vault, angle closure, blurred vision. Addition of new pi-yag, phaco-emulsification and iol implanted. Performed refractive lens exchange with pupilloplasty on (B)(6) 2020. Status: pseudophakia, "gave scl's +0.75 base curve 8.4 and will schedule lasik in the near future." H6-clinical code 4581 (angle closure) claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a specimen with residue on the lens. Visual inspection found residu on the lens and that the lens has a curved shape. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -14.0 diopter, into the patient's eye on (B)(6) 2020. On (B)(6) 2020 the surgeon explanted the lens due to elevated iop.